Event description:
It was reported that patient had a driveline fault with suspected fractured wire in phase a. Log file review was requested with concern of worsening wire damage or changes. The patient is debating on having a pump exchange. The log file captured persistent driveline fault events throughout. No low speed or pump stop events noted. The driveline wire data shows that the monitored wire in phase a is still having continuity issues just like last log back in september. The other 5 driveline wires are functioning as intended. Related MFR# 2916596-2022-12986 for previous driveline damage.

Manufacturer narrative:
Related MFR# 2916596-2022-12986 for previous driveline damage. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a silenced driveline fault alarm; however, driveline damage was unable to be confirmed as the heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The patient had a prior complaint of suspected driveline wire damage (manufacturer report number 2916596-2022-12986), and the patient was debating having a pump exchange. The patient ultimately underwent a pump exchange to (B)(6) on (B)(6) 2022. A review of the submitted log files found that the pump maintained a stable speed above the low-speed limit without issue. A silenced driveline fault alarm with a yellow wrench advisory alarm was captured through most of the log files. There were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), following a pump exchange. (B)(6) has not been returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Additionally, the heartmate ii unshielded power module patient cable IFU is currently available. This document, under ¿cautions¿, states that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported under patient product that there was a pump exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.